Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture. Device remains implanted.

Event description:
Healthcare professional reported, left sided rupture. Via CT scan and confirmed, by explant surgery. The device has been explanted and replaced.